Event description:
It was reported that the patient is experiencing pain in her left-side, her ear is throbbing, she has pain while eating, and pain going across and up and around her left-side near her ear.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: medical product:zimmer biomet left narrow mandibular component 50mm catalog #: 01-6551; lot #:237060b. Zimmer biomet 2.7x8mm ht x-drive screw catalog #: 91-2708 lot #: unknown. Zimmer biomet 2.7x10mm ht x-drive screw catalog #: 91-2710; lot #:unknown. Zimmer biomet 2.0x7mm fossa x-dr screw catalog #: 99-6577 lot #:unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00124, 0001032347-2022-00125, 0001032347-2022-00126, 0001032347-2022-00127.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.